Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection/functional testing of the returned device.¿ upon visual inspection revealed that cordcutter *ea had wear mark, these wear marks were found in the handle, also the inner shaft was found stained and with a rust like substance. A functional test was performed, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, the suture was cut with no problem however difficult to depress the trigger was noted due to resistance was felt. The overall complaint was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issue. ¿ DHR review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Based on the investigation findings, the potential cause can be attributed to the procedural variables, such handling of the device or product interaction during sterilization process. During manufacturing there is a stage where each shaft is matched exactly to its counterpart and then, they are assembled as one final product. The parts are not interchangeable. There is an inspection of 100% of the product for functionality by actually using a suture for the inspection and the smoothness of the movement between the two moving parts. The inner shaft may have been interchanged from another cord cutter during sterilization while reassembly creating a jamming condition between the inner shaft and its housing. Additionally, the foreign matter found on the inner shaft could be a probable cause for the trigger resistance. As per the IFU inspect all instruments before sterilization or storage to ensure the complete removal of soil from surfaces, tube, holes, and moveable parts. If soil is still present, reclean the instrument. Additionally, while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from estonia that during a shoulder repair surgical procedure it was observed that the cordcutter *ea device cordcutter mechanism did not work properly. According to the reporter, the part that slides inside and cuts the suture, was very stiff and did not slide as it's supposed to, making cutting very difficult and suture ends were not cut clean. It was reported that the surgeon noticed that when closing handle, the levers did not connect as it should but "goes over". There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the date of expiration and date of manufacture are unknown at this time. UDI: (B)(4).